Event description:
A malfunction on the pump was reported by a caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction code did not reappear. The customer was advised to continue using the pump and to call back if the issue recurred.